Event description:
During a complex pci. The burr from the csi device broke. The patient remained stable and within minutes the physician had removed the device from the patient. He used a guideliner to assist in the removal of the burr.